Manufacturer narrative:
(B)(4).

Event description:
Procedure: right hemicolectomy. Customer reports: the patient had a staple line come apart post operatively. The surgeon said that it came apart at the crux of the anastomosis on the side to side staple line in a right hemicolectomy. He placed his fixation suture and it was intact, but the staple line separated. The line leaked, and this lead to complications. The patient needed to return to the or to have a reoperation. It was reported that the device will not be returning. It was also reported that no reinforcement material was employed. The patient is currently in the ICU.